Manufacturer narrative:
(B)(4) corrected data: section h.6.-investigation conclusion code corrected to 67 section h.11-the investigation conclusion is amended to the following: the report of a leaking catheter was not confirmed through complaint investigation. The returned cvc catheter met all relevant visual, dimensional, and functional requirements, and a device history record review performed based on a potential lot from sales history did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found on the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6)2024: ICU admission post elective cabgs x 4 with r) ij cvc and sheath present on ICU admission, on (B)(6)2024: cxr nil issues reported with r) ij cvc. On (B)(6) 2024: infusions running on central access: sheath: cisatracurium infusion, cvc white: picco + cvp + drug and flush, cvc blue: propofol + fentanyl infusion, cvc brown: noradrenaline. On (B)(6)2024 pm: cvad dressing containing cvc and sheath found to have clear and white fluid in the dressing. Dressing changes had been done frequently in the last 24hrs - approximately 3-4 dressing changes for same issue. Dressing taken down and changed, site cleaned with chlorhexidine. At around 1930, nurse noted there to be approximately 5-10ml of haemoserous fluid build up in the dressing. Cisatracurium infusion moved from sheath to peripheral cannula and sheath was removed. Whilst replacing cvc dressing, small amount of blood and fluid appeared to be leaking from the cvc insertion site. Cvc was still at the same measurement of 0cm, and sutures were still in situ. Patient still seemed appropriately sedated and noradrenaline was running at the same rate of 9microg/min, haemodynamically the patient seemed stable - nil increased noradrenaline requirements over shift. Nil obvious neck swelling. On (B)(6)2024: after removing sheath, sheath was flushed to check if there was any leakage in the line but unable to see any breaks in the line. On (B)(6)2024: cvc replaced. Medical intervention: repeat dressing changes, removal and replacement of device."

Event description:
It was reported that: " on (B)(6) 2024: ICU admission post elective cabgs x 4 with r) ij cvc and sheath present on ICU admission. On (B)(6)2024: cxr nil issues reported with r) ij cvc on (B)(6) 2024: infusions running on central access: sheath: cisatracurium infusion, cvc white: picco + cvp + drug and flush, cvc blue: propofol + fentanyl infusion, cvc brown: noradrenaline. On (B)(6) 2024 pm: cvad dressing containing cvc and sheath found to have clear and white fluid in the dressing. Dressing changes had been done frequently in the last 24hrs - approximately 3-4 dressing changes for same issue. Dressing taken down and changed, site cleaned with chlorhexidine. At around 1930, nurse noted there to be approximately 5-10ml of haemoserous fluid build up in the dressing. Cisatracurium infusion moved from sheath to peripheral cannula and sheath was removed. Whilst replacing cvc dressing, small amount of blood and fluid appeared to be leaking from the cvc insertion site. Cvc was still at the same measurement of 0cm, and sutures were still in situ. Patient still seemed appropriately sedated and noradrenaline was running at the same rate of 9microg/min, haemodynamically the patient seemed stable - nil increased noradrenaline requirements over shift. Nil obvious neck swelling. On (B)(6) 2024: after removing sheath, sheath was flushed to check if there was any leakage in the line but unable to see any breaks in the line. On (B)(6)2024: cvc replaced. Medical intervention: repeat dressing changes, removal and replacement of device."

Manufacturer narrative:
(B)(4) full UDI not available as the lot # was not provided by the customer.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-lumen 7frx16cm cvc and a psi sheath for analysis. Signs of use were observed inside both components. Visual analysis did not reveal any defects or anomalies on the returned vc or sheath. The customer was contacted regarding the returned psi sheath and they reported it was erroneously returned. The catheter body length from the juncture hub to the distal tip measured 167mm , which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 2.44mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". No leaking or blockages were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-00071 rev15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The extension lines were individually attached to leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter, which confirms that the sample is functional. The hemostasis valve and psi was leak tested according to three different parameters per amrq-000037 rev12. 1.) Low pressure leak resistance (hemostasis valve), section 6.1.2, which states, "using a test pressure of 38-42 kpa (5.51-6.09 psi), there shall be no leakage past the hemostasis valve". The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaking was observed. 2.) Liquid leakage - hemostasis valve with a catheter inserted. The returned cvc was inserted into the valve of the sheath. With the catheter maintained in a straight position, the sheath side-arm was then pressurized to 42kpa for 30 seconds. No leak was observed. 3.) High pressure leak resistance test, section 6.1.3 , which states, "when tested in accordance with iso 11070:, annex d, using a test pressure of 300-320 kpa (43.5-46.4 psi) there shall be no leakage sufficient to form a falling drop". With both the distal end of the sheath and the hemostasis valve occluded with the returned obturator, the device was pressurized to 300kpa for 30 seconds. No leaks were detected from any portion of the psi, which indicates that the assembly is intact. R & d was contacted as part of this complaint. They confirmed that psis of this type are designed to be compatible with all types of catheters; however, the orientation of the inserted catheter can possibly affect the functionality of the internal valve. It is recommended that the catheter be kept in a straight position while inserted in the sheath to prevent leaks at the insertion site. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the reported cvc kit informs the user, "minimize catheter manipulation throughout procedure to maintain proper catheter tip position". The correct IFU from the kit associated with the psi could not be obtained as the psi finished good was not reported; however, an IFU from a similar kit was reviewed. This IFU states, "hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve". The the report of a leaking catheter was not confirmed through complaint investigation. The returned cvc catheter met all relevant visual , dimensional, and functional requirements, and a device history record review did not reveal any relevant findings. Despite not being part of this customer complaint (per customer feedback), the returned psi was functionally tested to simulate the interaction with a catheter inserted and no leaks were observed when testing in accordance with iso-11070. It was noted that the orientation of the inserted catheter can possibly affect the functionality of the internal valve. Therefore, it is recommended that the catheter be kept in a straight position while inserted in the sheath. From the results, the root cause cannot be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024: ICU admission post elective cabgs x 4 with r) ij cvc and sheath present on ICU admission on (B)(6) 2024: cxr nil issues reported with r) ij cvc. On (B)(6) 2024: infusions running on central access: sheath: cisatracurium infusion, cvc white: picco + cvp + drug and flush, cvc blue: propofol + fentanyl infusion, cvc brown: noradrenaline. On (B)(6) 2024 pm: cvad dressing containing cvc and sheath found to have clear and white fluid in the dressing. Dressing changes had been done frequently in the last 24hrs - approximately 3-4 dressing changes for same issue. Dressing taken down and changed, site cleaned with chlorhexidine. At around 1930, nurse noted there to be approximately 5-10ml of haemoserous fluid build up in the dressing. Cisatracurium infusion moved from sheath to peripheral cannula and sheath was removed. Whilst replacing cvc dressing, small amount of blood and fluid appeared to be leaking from the cvc insertion site. Cvc was still at the same measurement of 0cm, and sutures were still in situ. Patient still seemed appropriately sedated and noradrenaline was running at the same rate of 9microg/min, haemodynamically the patient seemed stable - nil increased noradrenaline requirements over shift. Nil obvious neck swelling. On (B)(6) 2024: after removing sheath, sheath was flushed to check if there was any leakage in the line but unable to see any breaks in the line. On (B)(6) 2024: cvc replaced. Medical intervention: repeat dressing changes, removal and replacement of device."

Event description:
It was reported that: " on (B)(6) 2024: ICU admission post elective cabgs x 4 with r) ij cvc and sheath present on ICU admission. On (B)(6)2024: cxr nil issues reported with r) ij cvc. On (B)(6)2024: infusions running on central access: sheath: cisatracurium infusion, cvc white: picco + cvp + drug and flush, cvc blue: propofol + fentanyl infusion, cvc brown: noradrenaline. On (B)(6)2024 pm: cvad dressing containing cvc and sheath found to have clear and white fluid in the dressing. Dressing changes had been done frequently in the last 24hrs - approximately 3-4 dressing changes for same issue. Dressing taken down and changed, site cleaned with chlorhexidine. At around 1930, nurse noted there to be approximately 5-10ml of haemoserous fluid build up in the dressing. Cisatracurium infusion moved from sheath to peripheral cannula and sheath was removed. Whilst replacing cvc dressing, small amount of blood and fluid appeared to be leaking from the cvc insertion site. Cvc was still at the same measurement of 0cm, and sutures were still in situ. Patient still seemed appropriately sedated and noradrenaline was running at the same rate of 9microg/min, haemodynamically the patient seemed stable - nil increased noradrenaline requirements over shift. Nil obvious neck swelling. On (B)(6)2024: after removing sheath, sheath was flushed to check if there was any leakage in the line but unable to see any breaks in the line. On (B)(6)2024: cvc replaced. Medical intervention: repeat dressing changes, removal and replacement of device."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.